Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed no related evidence of a power issue. The battery compartment was observed to be cracked, with evidence of moisture inside. The leak test failed due to a battery compartment crack. The returned battery cap was able to fully secure onto the pump, with moisture observed on the interior of the cap. During testing, the pump powered on normally with the returned battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and moisture was observed on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.